Manufacturer narrative:
The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the endoeye high definition ii, autoclavable video telescope has a colored image defect, ¿image is green after switching on¿. Also, image was noted to have colored stripes. The customer reported problem was found at inspection before use. No procedure was involved, and no death or injury was reported to olympus. This report is being submitted to capture the green colored image defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed, and the image was green due to a broken charged coupled device unit. Additionally, the repair center found the light-guide fiber composite at the distal end was damaged and there was a cut in the gray protective cable sleeve. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the green image occurred due to a damaged charged coupled device unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.